Event description:
It was reported, the customer was experiencing high blood glucose of 600 mg/dl range. Customer treated with manual injections. Customer's symptoms were headaches. The drive support cap was reported normal. No air bubble or leaks noted. Customer's mother was advised to disconnect at the quick release and perform manual prime, insulin did exit. Customer's mother was unsure if basal rates setting were correct. High pressure test was performed, device passed. Cannula was not bent but was occluded. Customer was advised to do a complete set change. Customer also stated the display looked orange when held to the sun. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.